Manufacturer narrative:
E1 (phone number) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope when it was plugged into the stack, the scope had shown an unsupported error. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn on c-cover. A definitive root cause could not be identified for the reported error code. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged exposure to a heating element without proper distance ultimately leading to component failure caused the burned c-cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.